Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered non-sustained right ventricular oversensing (nsrvo) alerts for ventricular oversensing with an undetermined cause. Programming changes were discussed; no changes or interventions were reported. The patient condition was unknown.